Event description:
Subsequent to the initial report the following information was received: the graftmaster device was used to treat a perforation. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is not returning for evaluation, investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 50% stenosed, heavily calcified and mildly tortuosity de novo lesion. The 3.50x19mm rx graftmaster covered stent was advanced with resistance noted due to the calcified lesion and the device failed to cross. During removal resistance with the anatomy was also met. Another same size graftmaster was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.